Manufacturer narrative:
(B)(4). Internal file number - (B)(4) : during processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents reported from this lot. The reported patient effect of mitral valve injury (tissue damage), as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. All available information was investigated and the reported slda appears to be related to procedural conditions and a secondary effect to the difficulty removing the gripper line. However, a definitive cause for the reported difficulty removing the gripper line could not be determined. The reported possible tissue damage appears to be a result of procedural conditions. Based on the information reviewed, there is no indication of a product quality issue with respect to design, manufacturing or labeling of the device.

Event description:
This is filed to report the difficulty removing the gripper line, the single leaflet device attachment (slda) and possible tissue damage. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4+. One clip was implanted. After implanting the second clip, there was difficulty removing the gripper line and during removal of the gripper line, a slda occurred, and possibly tissue damage. A third mitraclip was implanted to stabilize the second clip. Mr was reduced to 1-2+. No additional information was provided.